Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 20 2007.

Event description:
Reporter reported occlusion is closed, but mini-set is still leaking. This set has been in use 5 months. The mini-set was exchanged. No patient injury or medical intervention was associated with thisincident per the international affiliate.